Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was hospitalized after receiving nine inappropriate shocks, for atrial fibrillation (af) with rapid ventricular response. It was noted that the discriminator post-shock was set to off (as the nominal setting) and it was believed that if this had been programmed on the patient may not have received the inappropriate shock therapy. The device remains implanted and in service. No adverse patient effects were reported.